Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 2/4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (CAPA #) (B)(4).

Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during dwell 2 of 4. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The hp cycled power, then the hc alarmed system error 2367. The hp cycled power again and the technical service representative assisted the hp to retrieve the cassette. Baxter (B)(4) contacted the hp on (B)(6) 2011; at which time the hp stated he was not having any problems since the alarm. The hp stated that he did notice that one of the solution bags did appear to have excessive air in it. The hp did not notice any leaks or holes in the solution bag. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The specific product code for the homechoice automated pd set with cassette is unknown. The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.